Event description:
It was reported the patient was not receiving effective stimulation from the scs system. It was noted the patient only had one lead implanted. Reprogramming was unable to resolve the issue. As such, the patient underwent additional surgery wherein the lead was explanted and replaced with 2 new leads. Effective therapy was confirmed post-operatively.